Manufacturer narrative:
The implant procedure was uneventful; the surgeon was reported to be pleased with both the implant design and the implant procedure outcome. An investigation is ongoing. A supplemental report will be provided. Note: this custom device is similar to the mets smiles total knee replacement ((B)(4)).

Event description:
In a (B)(6) 2014 letter to the co, the surgeon requested that a custom smiles total knee replacement be manufactured for his patient. The patient's CT scans were provided and reviewed by the co. On (B)(6) 2014 the surgeon advised the co that the procedure was scheduled for (B)(6) 2014. An implant design proposal was provided to the surgeon on (B)(6)2014 and was approved by him two days later. Delivery of the customer implant was delayed twice. Initially the implant was due to be delivered to the facility on (B)(6) 2014, one day prior to the scheduled procedure. On (B)(6) 2014 the co notified the physician that there would be a delay in delivering the implant. Consequently, the surgery was rescheduled for (B)(6) 2014. On (B)(6) 2014 the surgeon was notified that the implant delivery would be (B)(6) 2014. The implant was delivered on (B)(6) 2014 and was reported to have resulted in a two hour surgical procedure delay related to the facility's sterilization of the custom implant.